Manufacturer narrative:
Event date corrected to (B)(6) 2017. Catalog number added: rtlr180111. Date rec¿d by MFR: date on follow up should read 10/11/2017.

Event description:
A peritoneal dialysis patient reported not being able to power on the cycler. At the time of the patient's call to technical support, the patient was experiencing confusion. Technical support alerted the patient's assisting nurse in order to attain help. During a follow up call to the patient's clinic, the peritoneal dialysis nurse reported that the patient had been hospitalized due to not being able to complete treatments and the resultant experience of confusion.

Manufacturer narrative:
Clinical evaluation: there is no information in the complaint file to show a causal relationship between the patient hospitalization for missed treatments and confusion and the liberty cycler. Additionally, there are no reported malfunctions related to the event. Based on the available information it cannot be concluded why the patient was not completing ccpd therapy but there are no reported malfunctions that would cause the patient to be unable to utilize the liberty cycler. It is also unknown if the patient had any comorbid conditions or concomitant medications that were effecting the patient¿s mental status.

Event description:
A peritoneal dialysis patient reported not being able to power on the cycler. At the time of the patient's call to technical support, the patient was experiencing confusion. Technical support alerted the patient's assisting nurse in order to attain help. During a follow up call to the patient's clinic, the peritoneal dialysis nurse reported that the patient had been hospitalized due to not being able to complete treatments and the resultant experience of confusion.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported not being able to power on the cycler. At the time of the patient's call to technical support, the patient was experiencing confusion. Technical support alerted the patient's assisting nurse in order to attain help. During a follow up call to the patient's clinic, the peritoneal dialysis nurse reported that the patient had been hospitalized due to not being able to complete treatments and the resultant experience of confusion.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported not being able to power on the cycler. At the time of the patient's call to technical support, the patient was experiencing confusion. Technical support alerted the patient's assisting nurse in order to attain help. During a follow up call to the patient's clinic, the peritoneal dialysis nurse reported that the patient had been hospitalized due to not being able to complete treatments and the resultant experience of confusion.